Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the synchron lx I 725 instrument for multiple patient samples. The results were reported out of the lab. The customer stated that the acc tni results "repeated within normal range" when the samples were tested on a different instrument in their lab. Actual patient results were not supplied. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc, system check, and pre-analytical sample handling information were not provided. Per customer, during a special clean, they experienced the instrument problems and obtained shuttle motion errors. A customer technical service (cts) assisted the customer to address the problems. A field service engineer (fse) was dispatched to the customer's lab: a) the fse ran a system check which failed. B) the fse discovered that middle aspirate probe was not drawing fluids. C) the fse replaced the aspirate probe and associated peripump tubing and then repeated the system check which passed. D) the fse performed type I hardware verifications procedures and obtained good results. Although hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.